Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm induced damage based on the noted cuts in insulation, deformed and stretched coils. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched, and conductor coils were deformed. This is consistent with the lead being pulled with force and let go. It was concluded an unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.